Event description:
It was reported the patient experienced an infection at their implantable neurostimulator (ins) implant site in their right chest wall a couple of months after implant. The patient had ¿tenderness and redness around the battery site.¿ it was noted the patient had ¿tried oral and intravenous antibiotics without any success.¿ the patient¿s ins and extensions were explanted as a result of the event and were sent away by the surgeon to be tested to determine the type of infection. It was noted the extensions were explanted because ¿they were connected to the ins and they did not want the brain leads to get infected.¿ the patient was to continue antibiotics for the short term and was to be reassessed for implant again, approximately six months after explant. It was unknown whether the issue was resolved at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4).